Event description:
A surgical mesh ws used for hernia repair. The doctor received a recall notification after the surgery. Everything was fine for 2 months, then patient started having massive pain in the abdomen. When the doctor assessed the patient, superficial abscess, intradermal abscess and bowel perforation was observed. Mesh was explanted in 2006.